Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the valve of the trocar cannula became detached when the light pipe was inserted into the trocar valve cannula. The trocar valve was replaced and the procedure was completed without harm to the patient. A product sample was requested for evaluation.

Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this report; therefore, lot history and complaint history reviews could not be conducted. The root cause for the customer complaint issue cannot be determined. (B)(4).